Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was alleging the insulin pump of under delivery of insulin. Customer stated that they experienced high blood glucose. The customer was treated with insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Troubleshooting was done for high blood glucose and under delivery. No harm requiring medical intervention was reported. Customer alleges insulin pump was under delivering because of the suspend. The reservoir will not be returned for analysis.